Event description:
It was reported that the patient was working on a small engine ignition and felt a shock once in a while. Review of device data determined the implantable pulse generator (ipg) device experienced a power on reset resulting from a bit flip in the memory of the device. The battery voltage was noted to have dropped and was lower than expected. Programming was performed to reset the settings back to the original values. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Critical ram parity error occurred in address 0e b8 on (B)(6) 2014. Por severity is low so the device should be able to fully recover after reset. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2011. (B)(4).